Event description:
It was reported that an ilet user experienced frequent dexcom g7 continuous glucose monitor (cgm) connectivity disruptions that required repeated re-pairing, with cgm signal loss to the ilet occurring daily and prompting multiple pump power cycles; the issue resolved after the user started a new sensor, consistent with intermittent communication failure involving the device¿s antenna and electrical/magnetic components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user, along with review of engineering logs. Investigation of this case revealed an interoperability problem identified between the cgm and the ilet consistent with intermittent communication failure localized to the antenna and related electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.